Manufacturer narrative:
Investigation - evaluation: a review of the documentation, drawing, instructions for use (IFU), and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported the patient has had three total parenteral nutrition catheters replaced for the following reasons: the blue lumen has blood back flow issue- medwatch# 1820334-2016-01557. Replaced due to break prior to bmt- medwatch# 1820334-2016-01592. Occlusion the affected blue lumen where patency could not be restored with alteplase medwatch# 1820334-2016-01600 (subject of this report).